Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet

Event description:
It was reported to vyaire medical that the avea ventilator has a flow sensor error while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite performed annual preventive maintenance with batteries and compressor. The oxygen sensor was replaced. The unit passed the performance verification according to service manual. Unit passed est (extended system test) and is ready for patient use.